Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicated that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft and no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28mar2020. It was reported that balloon leak was encountered. The target lesion was located in the popliteal artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, it was noticed that the contrast media was leaked. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a balloon pinhole.